Event description:
It was reported that the pt had a micl13.2 implantable collamer lens implanted in the right eye in 2008. As part of the postmarket study, the pt reported that she was taking eye drops to constrict pupils and reduce halos, 12 months post operative. The refractive coordinator in the surgeon's office was contacted and stated the pt had very high myopia (16 in the right eye and 18.25 in the left). The drops were prescribed to treat this condition. The last bcva's were -20/20 in the right eye and +20/25 in the left. See MFR report# 2023826-2009-00749 for the other eye.

Manufacturer narrative:
Evaluation: results: a work order search was conducted and there were no similar complaint's found.